Manufacturer narrative:
The device was returned and evaluated by cardinal health and found that the balloon loss of pressure was confirmed. This was caused by a radial tear in the balloon, approximately 3 mm from the balloon proximal neck. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. If additional information becomes available, a supplemental report will be issued with the results of the evaluation. The review of the lot history record (f1621703) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment.

Event description:
It was reported that there was balloon loss of pressure during use of a mynx ace 5f/6f/7f vascular closure device on a right groin procedure. Hemostasis was achieved by an unknown time of manual compression. The patient's hospitalization was not extended and outcome was recovered. Additional information was requested, but was unknown.